Event description:
The facility reported a colleague infusion pump with a channel a failure. The ribbon cable was disconnected to stop the alarm. This condition had the potential to interrupt delivery. It is unknown when this condition occurred in the emergency room. There was no report of patient/user involvement, injury or medical intervention. This involved an unremediated infusion pump with user interface module master software version 5.03.00. No additional information is available.

Manufacturer narrative:
(B)(4). After further investigation, it was discovered that the cause of the faliure was due to a loose screw in the inlet and/or outlet valve.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a colleague infusion pump with a channel a failure was confirmed by baxter personnel during product evaluation. The root cause was assigned to a loose screw in the pumping channel. The screw was removed from the pump head module to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.